Manufacturer narrative:
Expiration date: additional information. Device MFR date: additional information. Manufacturer's analysis conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing (B)(6) trial, ide (B)(4). Approximate age of device - 6 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. The patient was admitted to the hospital for a low hemoglobin and hematocrit of 5.9 g/dl and 19.1% and reported solid dark black stools and fatigue. The patient was transfused 2 units of packed red blood cells (prbc) on (B)(6) 2018 and intravenous protonix was ordered to be given twice per day. An upper gastrointestinal endoscopy on (B)(6) 2018 showed multiple gastric polyps that were resected. A colonoscopy showed no active bleeding. On (B)(6) 2018, the patient underwent an exploratory laparotomy and a small bowel resection due to a small bowel stricture and ulceration. The patient received additional prbc and iron transfusion. The patient was discharged on (B)(6) 2018. No further information was provided.